Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4318 lot #: 18388891 description: clik x anchor it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were fever and discharge. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was suspected to be device related of unknown cause.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were fever and discharge. The patient was prescribed antibiotics. The patient underwent an explant procedure.